Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The claimed issue was related to low pressure alarm. There was no patient harm. The issue was reportable as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description. Unfortunately, no additional information was available for further analyze, therefore the root cause could not be determined. H3 other text: 4117.

Event description:
It was reported that the compressor generated alarm indicating low pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).